Event description:
After atrial fib ablation transseptal sheaths were pulled back into the ra. Pt was cardioverted and during rap, he went into typical atrial flutter, rfa of cti was initiated. During one lesion, a pop was heard and rfa was immediately terminated.